Event description:
It was reported that prior to the pacemaker implant procedure, the pacemaker exhibited failure to interrogate due to back-up mode. The pacemaker was not implanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was returned in back-up operation mode. Analysis of the device image found that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis was performed, and device was found to be above elective replacement indicator (eri) level. Back-up operation mode was not reproduced. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.